Manufacturer narrative:
As we have not received the product back for evaluation we have not been able to evaluate the case. If we will receive the implant later we will perform the investigation and follow up this report accordingly. Additional information: during a bunionectomy the doctor was twisting/screwing the implant in and it snapped and broke. He stated that he got a 2nd screw and the same thing happened again. The rep said the procedure was finished with a metal screw. There was no injury to the pt. The rep said that the doctor had drilled then tapped (manual) as he should have. He said this doctor knows how to use this product, he has been using it for some time. Lot release test results are in normal acceptable levels. Any specific conclusions can not be made. A response letter to the customer wil be sent.

Event description:
The screws broke during surgery while being screwed in. No pt injury. Surgery was successfully completed with a metal screws.